Event description:
Medtronic received a report that the coil was being implanted when it prematurely detached in the wrong area of the vessel. The healthcare provider (hcp) used a stent retriever to then remove the coil without complications with the patient. There was coil separati on/break/premature detachment. There was no surgical or medicinal intervention required. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.